Manufacturer narrative:
The device was returned for evaluation, and the events were evaluated as part of the complaint investigation. The results of this investigation are as follows: vygon received one catheter as a sample in two parts. The stylet still was inside the catheter. It snapped approximately 6.5 cm distal the y-piece. The stylet came out approx. 2 cm of the ll-hub. The stylet therefore could be withdrawn 8.5 cm and then stopped; however, the catheter couldn't. When doing microscopic examination of the fractured ends of the stylet it became evident that the wire must have been bent before snapping as both ends were curved. Using a small amount of silicone oil, it was possible to withdraw the stylet completely. Please note the following from the product's IFU: "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal." Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the fourth complaint for batch 8067945 and the second regarding a stylet problem on code 4g07126112. No further corrective action will be initiated by quality management at this time as a manufacturing root cause cannot be determined. Vygon will continue to monitor for this issue.

Event description:
After the PICC was inserted, rn attempted to remove the guidewire and it broke. The PICC was removed, and it took two more attempts to get another line in.

Manufacturer narrative:
The device is to be returned for evaluation, and the events will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
After the PICC was inserted, rn attempted to remove the guidewire and it broke. The PICC was removed, and it took two more attempts to get another line in.